Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2016-04935 /04936).

Event description:
Patient's legal counsel reported patient underwent right hip revision approximately nine years post-implantation due to elevated metal ion levels, possible pseudotumor, and pain. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Operative report noted that during the procedure, sterile effusion, brown stained scar tissue, minimal evidence of trunnionosis, iliopsoas tendon impingement, well-fixed acetabular component, and anterior rim deficiency were noted. The acetabular cup and modular head were removed and replaced and a poly liner was implanted.

Manufacturer narrative:
(B)(4). This follow up report is being filed to relay corrected and additional information. (B)(4). Complaint was confirmed through review of medical records. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.